Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2024. D6b: explant date: 2024 additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(6). Batch: 19437849. UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation, and the device caused more pain. All components were explanted. No further information has been obtained despite good faith efforts.